Manufacturer narrative:
To inform that the name of the device was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high and low blood glucose levels during a flight. It was noticed that when the infusion set was disconnected, insulin was squirting out. Customer also had a reading of 1.8 mmol/l which was treated with food. Based on customer report proceeding, there was an allegation of over delivery. Troubleshooting was completed. The insulin pump will be returned for analysis.